Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: surgery was much more complicated than what would have been required of a tubal ligation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: peritoneum of the posterior cul-de-sac') and pelvic inflammatory disease ('evidence of pelvic inflammatory disease') in a 33-year-old female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included asthma, tubal ligation, hypothyroidism, asthma, depression, breast tenderness, amenorrhea, itching, bladder pain, fever, incontinence, lethargy, frequent bowel movements and cervical dysplasia. Single essure coil was found adherent to the peritoneum in the posterior cul-de-sac. Essure coil was removed in its entirety. Previously administered products included for prevent pregnancy: mirena from 2008 to 2009; for an unreported indication: ibuprofen in 2008, albuterol and seroquel. Past adverse reactions to the above products included device dislocation with mirena. Concurrent conditions included anxiety, benign neoplasm, upper respiratory infection, hypothyroidism, depression, urine odor abnormal, fatigue, hair loss, dysfunctional uterine bleeding and metrorrhagia. Concomitant products included aripiprazole (abilify) until (B)(6) 2014, betamethasone from (B)(6) 2011 to (B)(6) 2011, buspirone hydrochloride (buspiron) from (B)(6) 2011 to (B)(6) 2011, clonidine since 2010 to august 2014, ergocalciferol (vitamin d), fluoxetine from (B)(6) 2017 to (B)(6) 2019, hydroxyzine, ibuprofen since 2010 to (B)(6) 2014, levothyroxine, levothyroxine sodium (synthroid) from 2007 to 2015, lorazepam from (B)(6) 2013 to (B)(6) 2014, medroxyprogesterone acetate (depo provera) since 8-dec-2017, metronidazole from (B)(6) 2012 to (B)(6) 2012, montelukast sodium (singulair) since 2009 to (B)(6) 2012, sertraline hydrochloride (zoloft) from 2007 to 2014, sertraline since 2007 to (B)(6) 2014, vitamin b complex (vitavit) from october 2012 to (B)(6) 2014 and zolpidem since 2007 to (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain/pain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of the device, salpingectomy (bilateral), colposcopy; cervical biopsy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic inflammatory disease outcome was unknown and the pelvic pain and dyspareunia had resolved. The reporter considered device dislocation, dyspareunia, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: surgery was much more complicated than what would have been requi'red of a tubal ligation. An essure was advanced under direct visualization without difficulty. The coil was fashioned in place and the introducer removed. Attention was turned to the left fallopian tube where the ostia were not patent. Even after using the clamp to attempt patency we could not do this. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : confirming-device dislocation, pelvic pain, dyspareunia concerning the injuries reported in this case, the following one was reported from patient¿s medical record : pelvic inflammatory disease most recent follow-up information incorporated above includes: on 2-jul-2019: pfs and mr received. Events ¿migration of essure device location of device: peritoneum of the posterior cul-de-sac, pelvic inflammatory disease, did not have confirmation test performed following insertion of essure micro-inserts nos, pelvic pain, dyspareunia ¿,lot no, medical history, concomitant drug, reporter added. Incident: we received a lot numberthis case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('evidence of pelvic inflammatory disease') and device dislocation ('migration of essure device location of device: peritoneum of the posterior cul-de-sac') in a 33-year-old female patient who had essure (batch no. 774376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included asthma, tubal ligation, hypothyroidism, asthma, depression, breast tenderness, amenorrhea, itching, bladder pain, fever, incontinence, lethargy, frequent bowel movements and cervical dysplasia. Single essure coil was found adherent to the peritoneum in the posterior cul-de-sac. Essure coil was removed in its entirety. Previously administered products included for prevent pregnancy: mirena from 2008 to 2009; for an unreported indication: ibuprofen in 2008, albuterol and seroquel. Past adverse reactions to the above products included device dislocation with mirena. Concurrent conditions included anxiety, benign neoplasm, upper respiratory infection, hypothyroidism, depression, urine odor abnormal, fatigue, hair loss, dysfunctional uterine bleeding and metrorrhagia. Concomitant products included aripiprazole (abilify) until (B)(6) 2014, betamethasone from (B)(6) 2011, buspirone hydrochloride (buspiron) from (B)(6) 2011, clonidine since 2010 to (B)(6) 2014, ergocalciferol (vitamin d), fluoxetine from (B)(6) 2017 to (B)(6) 2019, hydroxyzine, ibuprofen since 2010 to (B)(6) 2014, levothyroxine, levothyroxine sodium (synthroid) from 2007 to 2015, lorazepam from (B)(6) 2013 to (B)(6) 2014, medroxyprogesterone acetate (depo provera) since (B)(6) 2017, metronidazole from (B)(6) 2012, montelukast sodium (singulair) since 2009 to (B)(6) 2012, sertraline hydrochloride (zoloft) from 2007 to 2014, sertraline since 2007 to (B)(6) 2014, vitamin b complex (vitavit) from (B)(6) 2012 to (B)(6) 2014 and zolpidem since 2007 to (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain/pain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of the device, salpingectomy (bilateral), colposcopy; cervical biopsy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease and device dislocation outcome was unknown and the pelvic pain and dyspareunia had resolved. The reporter considered device dislocation, dyspareunia, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: surgery was much more complicated than what would have been required of a tubal ligation. An essure was advanced under direct visualization without difficulty. The coil was fashioned in place and the introducer removed. Attention was turned to the left fallopian tube where the ostia were not patent. Even after using the clamp to attempt patency we could not do this. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record: confirming-device dislocation, pelvic pain, dyspareunia concerning the injuries reported in this case, the following one was reported from patient¿s medical record: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.